Manufacturer narrative:
The returned device was evaluated. During this testing the unit was able to power on however, different screens were displayed randomly and some of touchscreen icons were not able to be selected (unresponsive) due to a defective touchscreen assembly. The device was able to obtain readings from sensor and tester however, the device cannot be used for monitoring due to the screen changing. The audible and visual status indicators were functioning. A review of the history for this device was performed and it was concluded that the device was in the field for over one (1) year with no previous returns for servicing or other issues prior to the reported event.

Event description:
The customer reported that the touch screen acts like it is not working correctly. It acts like it is being touched when it is not. No pt incident was reported.

Manufacturer narrative:
The device has been returned to masimo for eval. When the investigation is complete, a follow up report will be submitted.